Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer was able to clear the alarm. Customer was unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Sc1-cap locked in place properly during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 37 alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 37 alarms were noted on 12/12/2025 22:43:19.000 through 12/12/2025 23:35:31.000, with several alarms noted. Line=795 file=121. Per software engineering log investigation, pump error 37 was generated during rewind since the motor moved too big number of drive strokes, but home position still was not reached. Isolate to motor assembly, motor voltage regulator. However, no pump error 37 alarms were noted during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Corrosion was found on the motor home switch, in addition to moisture damage on the external battery connector. Isolate to electronic assembly. The following cosmetic damages were noted: keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customer allegations for pump error 37 were confirmed when pump error 37 alarms were noted during download history review, caused by corrosion on the motor home switch. Due to moisture damage found, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.